Event description:
A malfunction was reported with the customer's pump. There was no adverse impact to the customer's blood glucose level as the bg did not exceed the critical threshold. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.